Manufacturer narrative:
(B)(4). Incorrect prep. Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek rx instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it does not appear that the IFU deviation contributed to the rupture.

Event description:
It was reported that the target lesion was located in the proximal right coronary artery (rca) with moderate tortuosity and heavy calcification and 90% stenosis. The voyager nc catheter was prepped outside the patient anatomy prior to use; however, the balloon was not submerged in saline. The voyager nc was advanced to the lesion without resistance and as the device was pressurized, the balloon started to inflate; however, would not completely inflate even at the maximum pressure of 14 atmospheres. The catheter was removed without issue and once outside the patient, contrast was observed leaking from a tear in the balloon. A new voyager nc balloon of the same size was used successfully. The final patient outcome was satisfactory. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided. Returned device analysis found that the proximal shaft was separated; however, the account confirmed that this occurred during post-procedural handling.